Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was not connected to the homechoice when the alarm sounded and then connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during initial drain in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative explained the alarm to the patient. The patient admitted playing around. The patient was not connected when alarm sounded. The patient connected after alarm sounded. The technical service representative had patient cycle power to get back to the start. The technical service representative had patient unhook and advised that all new supplies are now needed. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.